Event description:
Customer had rashes over face and back of head from full face CPAP mask with headgear. He had to receive a steroid shot and medication to treat the allergic reaction. The customer is reported as an experienced CPAP user. The customer had used this mask for 3 nights, and developed a severe rash near his eyes, and on the back of his head - he went to a clinic and received a steroid shot. The customer reports that the clinic feels the rash was caused by the headgear, and not by the cushion.